Manufacturer narrative:
(B)(4). Date sent: 12/18/2020.

Manufacturer narrative:
Pc (B)(4). Batch # unk unknown; captured as awareness date. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
¿It was reported that the patient underwent a laparoscopic sigmoid colon resection with diverting ileostomy in (B)(6) 2019. Patient had history of colovaginal fistula and diverticulitis. Surgeon describes use of ¿29 eea¿ with no difficulty and confirms negative leak test. Patient suffered post op anastomotic leak; however, no details regarding timeline or treatment are provided as yet."